Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of refq4603 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported "powerglide which is believed to have had a complication following placement." Additional information received 08/20/2021 " a 10cm midline was placed in the right upper arm with minimal difficulty. Upon checking for a blood draw, there was some air which is not normal and during the flush of the line the saline seeped thru the catheter where it meets the green hub. There wasn¿t movement of the needle as with a difficulty insertion where was a chance the catheter was knicked with the needle. "